Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and pacing inhibition were noted on the right ventricular (rv) lead. The suspected root cause are myopotentials or rv lead fracture. No intervention was performed at this time. The patient was stable.